Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient was hospitalized due to high blood glucose level and high ketones on (B)(6) 2024. Patient was hospitalized for four days. The blood glucose level was 610 mg/dl at the time of event. In hospital insulin was administered through IV drip. Ketones were also detected in patient which was greater than 80. No further information available.